Manufacturer narrative:
No device evaluation was performed as the site did not wish to proceed with service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that there was exposed wires where the umbilical connects to the mobile view station (mvs). A photo of the cable was provided and showed the umbilical pulled out of the mvs. No patient was present at the time of the event. It was later reported that the umbilical was able to be pushed back and the strain relief was tightened by the biomed.